Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the clinician magnesium was intended to infuse in one hour, but it infused in 15 minutes. The customer confirmed via the device logs that it was a programming error, the clinician used basic infusion instead of guardrails. This was reported to bd representatives during their site visit. There was patient involvement but no harm.

Manufacturer narrative:
Additional information: imdrf annex b code and manufacturer narrative the actual date of event is unknown. Root cause: the root cause for the reported issue that device had over infusion/programming error.

Event description:
It was reported by the clinician magnesium was intended to infuse in one hour, but it infused in 15 minutes. The customer confirmed via the device logs that it was a programming error, the clinician used basic infusion instead of guardrails. This was reported to bd representatives during their site visit. There was patient involvement but no harm.